Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at time of admission was 400 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer was in pain for arthritis and over the weekend it got worse and he was not able to manage his blood glucose due to the pain. The customer was placed on insulin drip and had removed the insulin pump. The customer's current blood glucose level was 181 mg/dl. The device will not be returned for analysis.